Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a no delivery alarm. The blood glucose reading was 250 mg/dl. The customer was unable to troubleshoot. The patient declined to return the unit for analysis. No further information was provided.